Event description:
It was reported that the infusion was over seven days, and the infusion completed a few hours earlier than it was scheduled. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the expulsor not operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.